Manufacturer narrative:
510(k) number: k160229. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include investigation conclusions.

Event description:
As reported to customer relations: "during an ebus procedure the echotip procore endobronchial hd biopsy needed, g34279, was used. The physician had difficulty advancing the sheath and when tried to throw the needle it bent. Removed the device and used another of the same and had same results. This needle was also removed. The physician noted that on both needles there was difficulty getting the needles back in the sheath but was able to. A third needle was used successfully. No harm to the patient. "

Event description:
This follow up report is being submitted as a cancellation report. As reported to customer relations: "during an ebus procedure the echotip procore endobronchial hd biopsy needed, g34279, was used. The physician had difficulty advancing the sheath and when tried to throw the needle it bent. Removed the device and used another of the same and had same results. This needle was also removed. The physician noted that on both needles there was difficulty getting the needles back in the sheath but was able to. A third needle was used successfully. No harm to the patient. "

Manufacturer narrative:
510(k) number: k160229. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining (B)(4). Importer site establishment registration number: (B)(4). This report is being submitted to cancel the initial MDR report. After the submission of this initial report , updates were made to cook ireland¿s risk management system in accordance with iso4971. These updates included the requirement to identify the initial probability of occurrence and the individual risk levels associated with each hazard and hazardous situation. As a result of the system updates the risk documentation has been revised. The severity associated with the hazardous situation has not changed however the identified risk levels associated with distal and proximal needle kinks on echo ebus devices have reduced, and are now identified as low risk. A serious deterioration in the state of health of the patient was not reported in this case. A reporting malfunction does not exist for this failure mode. The overall risk is low.

Event description:
As reported to customer relations: "during an ebus procedure the echotip procore endobronchial hd biopsy needed, g34279, was used. The physician had difficulty advancing the sheath and when tried to throw the needle it bent. Removed the device and used another of the same and had same results. This needle was also removed. The physician noted that on both needles there was difficulty getting the needles back in the sheath but was able to. A third needle was used successfully. No harm to the patient."

Manufacturer narrative:
510(k) number: k160229. (B)(4). Exemption number: e2016031. (B)(4). Investigation is still pending. A follow up MDR will be submitted to include investigation conclusions.